Manufacturer narrative:
Concomitant products: product ID 97791, lot # n553451, implanted: (B)(6) 2015, product type accessory; product ID 39565-65, serial # (B)(4), implanted: (B)(6) 2015, product type lead. (B)(4).

Event description:
The patient reported a loss of stimulation and loss of therapy. She took a shower and now had stimulation on the left side but did not feel it on the right side. The patient synced with the patient programmer (pp) and she saw a group a, and then scrolled over and saw 1 and 3.10. The patient then scrolled over and saw 40. This occurred on the day of the report. It was noted that the patient was just implanted on (B)(6) 2015. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain additional information. If additional information is received, a follow-up report will be sent. The patient's relevant medical history includes other chronic/intractable pain (trunk/limbs) and spinal pain.